Manufacturer narrative:
The product has been received, and a follow-up report will be provided when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient, the device failed to discharge. Complainant indicated that the patient subsequently expired.